Event description:
Patient had port-a-cath implanted five months ago. The device had never been used, but had been flushed 2 months after insertion. An md was removing the device. The hub of the port-a-cath was removed, but the cath was not attached to the hub. A chest x-ray was taken and the cath was located by the patient's collar bone, first rib area. Surgery required to remove cath from vein.